Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument wouldn't close clips to stay on tissue. Tried 4 different clips, customer had to use a different clip applier. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the issue occurred when the surgeon attempted to camp on a vessel or tissue bundle. There was no issue with the motion of the instrument. They tried the applier four times before opening another clip applier. They used a backup to resolve the issue. There are no photos or videos available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm medium-large clip applier instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have one bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.